Event description:
Pt had an extensive subarachnoid and intraventricular hemorrhage due to a large ruptured left posterior communicating aneurysm. While undergoing coil packing, coil stretching occurred and resulted in a prolapsed loop in the parent vessel. Attempts to snare were unsuccessful. Pt later expired.